Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw 4.11d. Retainer ring = black pump received with pillowing keypad overlay and end cap broken off. Test reservoir/pcap lock properly inside the reservoir tube. Unit passed displacement test.